Manufacturer narrative:
The suspect device was not sent to olympus for evaluation and the lot number was not provided, therefore, the manufacturing date could not be determined. A review of the device history record could not be conducted as the serial number was not provided. A review of DHR for the year prior to the date of the occurrence were reviewed and no deviations were found that could have caused or contributed to the reported event. Based on the results of the legal manufacturer's investigation, it is likely the clip remained in the scope because it was not properly released and reprocessing was insufficient to remove it. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during reprocessing of the endoscope, a clip fell out of the endoscope. The endoscope had previously been used in a polypectomy procedure during which a clip fell off and did not attach. A second clip was used to complete that procedure and the endoscope was reprocessed and placed back in service. The next case in which the endoscope was used did not require any clips. After that procedure, the endoscope was reprocessed and a clip fell out during reprocessing. There was no effect on the patient due to the event. The endoscope is being reported on the medwatch with patient identifier (B)(6).